Event description:
In 2007, pt had surgery - right modified radical mastectomy for breast cancer and insertion of left port-a-cath for chemotherapy administration. A blake drain was inserted into right chest wall to bulb suction. The bulb would not hold suction so wound did not drain properly. The bulb was replaced eight days later & the new bulb held suction fine. Pt was readmitted to the hospital the following day with fever of 102 degree f & difficulty moving right arm due to pain. Blood cultures & cbc drawn at 11:10 pm on the same day. Wbc 15.9 jp drainage cultured the next day - growing with cocci. On IV antibiotics. Bulb has no obvious damage held under water to check for leaks and had none.